Event description:
It was reported that the infection was located at the device pocket. The patient had presented with a fever, redness, drainage, pain, and the incisional wound opening. The obtained culture showed the organism to be escherichia coli. It was noted that perioperative antibiotics had been administered. The infection was treated with intravenous antibiotics and the infection resolved without drug withdrawal. The device system was infusing compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an infection. The infection was diagnosed (B)(6) 2013. The hcp planned to remove the pump and start the patient on oral baclofen.the pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).